Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with fluid in the balloon. Microscopic inspection revealed a pinhole in the balloon material, located at the distal edge of the markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced to dilate the lesion; however, the pressure did not increase and dilatation was not performed. When the device was removed outside the patient's body, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications and injuries were reported.